Manufacturer narrative:
An investigation was initiated in response to a customer complaint of an increase in false positive esbl results in association with the vitek 2 ast-n371 test kit (ref. (B)(4), lot # 0211237404). Only one patient lab report was provided by the customer; it indicated esbl phenotype for an escherichia coli strain. Additional information was received from the customer: manual esbl disk confirmatory testing obtained negative results. The initial vitek® 2 testing was performed from non-validated media which is considered to be off-label use. Repeat testing with the vitek® 2 was not performed by the customer. The customer did not save the strain and was unable to submit it for investigation. Complaint history review for the previous 13 months did not identify this issue as a systemic quality issue. Ast-n340, lot 7801127403 met final qc release criteria. The lot passed qc performance testing. Without isolate submittal, it is not possible to confirm the vitek® 2 discrepancy to the reference method. No further investigation could be completed.see h10 for addtl mfg narrative.

Event description:
A customer in (B)(6) (professor (B)(6)) notified biomérieux of an increase in false positive esbl results in association with the vitek 2 ast-n371 test kit (ref. 422024, lot # 0211237404). Only one patient lab report was provided by the customer; it indicated esbl phenotype for an escherichia coli strain. The customer did not indicate that any alternate testing method was performed in order to confirm the esbl phenotype. The customer stated esbl phenotype is proposed even though cephalosporins test susceptible. The customer is unable to provide further details or lab reports. Professor hamprecht did not indicate any occurrence of patient harm due to the discrepant phenotype proposal; he identified the discrepancy prior to reporting the results. A biomérieux internal investigation will be initiated.